Event description:
A customer reported encountering an "error-9" message while using the adc device and was therefore unable to obtain readings. On (B)(6) 2022, the customer experienced hypoglycemic symptoms described as dizziness, and weakness, and was unable to treat themselves. The customer was provided "glucogen" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Built-in reader test was performed. The reader test has passed. No error message was observed. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-9" message while using the adc device and was therefore unable to obtain readings. On 04 jul 2022, the customer experienced hypoglycemic symptoms described as dizziness, and weakness, and was unable to treat themselves. The customer was provided "glucogen" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.